Event description:
It was reported that pump displayed malfunction code and caller had difficulty resetting pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, and noted that no additional issues had been reported in the previous 24 hours for this malfunction.